Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There were no error codes noted during the evaluation. However, it was discovered that the unit¿s coaxial cord inside the front port was broken. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hf generator unit was presenting an e433 error code during preparation for a therapeutic procedure. Additional details relating to the patient and the event have been requested but were not provided by the initial reporter. The customer confirmed that the patient¿s condition was not impacted by this failure.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to failure of generator board. Olympus will continue to monitor field performance for this device.